Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient had an adjustment at the office of the healthcare professional (hcp) on the (B)(6) prior to date notified related to their left arm. Following the appointment the patient noticed a tingling and shocks on the left arm, so they turned stimulation down. The implantable neurostimulator (ins) status was checked which showed as on/ok, 4, 0, b 3.50. The caller then attempted to decreased the left side to 4.0 as 4.0 is the lower limit. Follow up with the hcp is to be conducted. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.